Event description:
Factory analysis of the returned power management pcb board revealed an inductor failure which may result in a loss of the 12 volt supply. A 12v suppy failure during normal ventilation operation may result in a vent inop. There was no patient involvement.

Manufacturer narrative:
(B)(4)